Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 80% stenosed de novo lesion in the proximal left anterior descending (lad) coronary artery with moderate calcification. The lesion was pre-dilated with a 2.5x8 mm balloon at 12 atmospheres (atm). A 2.50 x 12mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal end dissection was observed. Therefore, a 2.50 x 8mm drug eluting stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.